Event description:
Information was received that the cadd legacy plus pump malfunctioned. It was reported that the screen stopped working during the infusion. The operator think that the dose was being infused correctly but there was no way to make sure since the screen malfunctioned. The pump was not connected to the patient. There were no adverse events reported.